Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter in law reported via phone call that they was in emergency room and were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was over 700 mg/dl, 557 mg/dl. Customer was experienced symptoms such as tired. The customer was treated with injection. Customer stated insulin pump had button error and drive support cap appears normal. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.